Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has a loose drive support cap. The blood glucose reading is 235 mg/dl. The insulin has cosmetic damage. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded motor support disk and missing end cap sticker.